Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.57" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken tip. The procedure was completed with no reported injury.